Event description:
It was reported that a 56 yo female patient, who had a left shoulder implanted, underwent a revision procedure approximately 1 year 1 month post the initial procedure due to infections. All devices were removed. There was device breakage during the procedure, but no parts or pieces fell into the wound site. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays or device images were provided. No further information provided. This is 1 of 2 reports.

Manufacturer narrative:
D10: (B)(6), 320-35-06 - small extended cage glenoid plate, (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 322-36-03 - 145-deg pe 36mm hum liner +2.5, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-15-05 - eq rev locking screw. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.